Event description:
The customer reportedly received the following results on the accu-check aviva system within 10 minutes: 195mg/dl, 315mg/dl and 151mg/dl. No reported actions taken or treatment rendered. No adverse event reported. The customer does not have the meter or stirps used in the event. The suspected product is unavailable for return; replacement was sent.